Event description:
Antibiotic hung as piggyback to main IV solution. The antibiotic backed up into the drip chamber of the main IV solution tubing.what was the original intended procedure?administer an IV antibiotic.device #1is this a laboratory device or laboratory test?no.